Event description:
It was reported by service report that the footboard controls are hanging from the bed. It is unk if there was pt involvement or if there are adverse consequences to report.

Manufacturer narrative:
Footboard modules and bed exit.